Event description:
It was reported to vyaire medical that the tidal volume is low and popping sound comes from exhalation corner. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. However, a vyaire medical field service representative arrived on site to troubleshoot. Bypassed patient circuit filter. Ran est. Passed. Allowed unit to ventilate. No auto-cycling at startup or during ovp. Reran est with patient circuit filter attached. Passed. Allowed unit to ventilate on adult vac settings to observe. No issues. Unit zeroing flow sensor normally & ventilating without issue. All tests passed required criteria. Unit meets factory specs. Unable to duplicate reported issue. Reviewed w customer on site. H3 other text : on-site repair